Manufacturer narrative:
The insulin pump alarmed with a button error followed by intermittent button response due to corroded keypad traces. No display ramping on its own anomaly was noted. The unit was received with cracked case at the display window corners, reservoir tube, and battery tube threads. There was also a partially broken reservoir tube lip along with minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call that her insulin pump alarmed with a button error that she was able to clear with a battery change; the numbers on her pump also scrolled uncontrollably while she was trying to bolus. The patient's blood glucose at the time of incident was 165 mg/dl. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.